Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and non-calcified posterior descending artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at about 1 to 2 atmospheres, the balloon did not inflate and it was noted to be ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and non-calcified posterior descending artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at about 1 to 2 atmospheres, the balloon did not inflate and it was noted to be ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 12.0 x 40, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 14mm proximal of proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. The rated burst pressure as per the print on the hub is 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.